Event description:
Customer's mother reported via phone call that the customer experienced unexplained high blood glucose for around 9 or 10 days. Customer's blood glucose level has been between 300 and 500 mg/dl. The customer was experiencing symptoms related to low blood glucose but when checking, it was actually high. Customer treated with manual injections and the insulin pump. Most recent event blood glucose reading was 322 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Mother declined to check the settings; she mentioned the evening basal rates have been adjusted. She declined to check for site/set issues and stated none of the cannulas have been bent. The insulin pump passed the high pressure test. It was advised the insulin pump is working as designed. Customer's mother requested the insulin pump to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.